Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pairing failed between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the analytic logs if the pump is already paired with another device, it may reject new pairing attempts. This is why the pump pairing removal instructions screen is shown. The pairing attempt was discarded. This could happen if the pump or mobile app encountered an error during the handshake process. And logs shows repeated ble disconnections events, which suggest unstable bluetooth communication. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: if the pump was previously paired with another device, follow the removal instructions to clear old data before attempting to pair again ensure the app remains in the foreground during the entire pairing process to avoid disruptions. Move away from other bluetooth devices or sources of interference restart or reset the pump to ensure it is in a proper state for pairing. Remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds) turn the pump back on advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data. Reset network settings: settings connection & sharing reset wi-fi, mobile networks, and bluetooth reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. Helpline confirmed that issue has been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.